Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose over 400mg/dl. The customer thinks it was a stomach virus, but she did get diabetes ketoacidosis and was vomiting. Troubleshooting was performed. The customer mentioned that she was in a car accident in october 3, 2012 and she was on medication. The medical team took her out of the car and her blood glucose was very low. The time, date, and bolus wizard settings were correct. Assisted the customer to run a manual prime and the insulin did exit. The customer declined to continue testing as the device alarmed no delivery. No further information was provided.